Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The pacing lead impedance was high and out of range. The x-ray examination showed no anomalies. The lead was capped and replaced. The patient condition is stable.